Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 3 of 4 a fluid leak was encountered. The cycler alarmed with an air detected in cassette warning. The caretaker discovered fluid in the cassette door of the cycler. Technical services suggested for the cycler to sit and dry out and then do another treatment the following day. In a follow up, the caretaker said the patient did not have any harm, adverse event or intervention in association with the fluid leak. The caretaker said the cycler was used the next day and ongoing ever since the leak and there has been no issues. The cycler set is not available to return as a sample for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 3 of 4 a fluid leak was encountered. The cycler alarmed with an air detected in cassette warning. The caretaker discovered fluid in the cassette door of the cycler. Technical services suggested for the cycler to sit and dry out and then do another treatment the following day. In a follow up, the caretaker said the patient did not have any harm, adverse event or intervention in association with the fluid leak. The caretaker said the cycler was used the next day and ongoing ever since the leak and there has been no issues. The cycler set is not available to return as a sample for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.